Event description:
The customer reported that the system shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.